Manufacturer narrative:
There is no additional information available for this event yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Upon inspection, it was observed there was no image when the device was connected to processor. Multiple white dots and dead pixels were noticed. The coupler too was loose and out of alignment. The charge-coupled device (ccd) was damaged. Additionally, a leak was observed from multiple buttons on the body. In conclusion, the cause for the issues could not be determined.

Event description:
As reported for this event, during reprocessing the device yielded no image. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history review confirmed that there were no abnormalities in manufacturing, special adoption, and variations in manufacture of the device. It is likely that due to the wear of the button switch, a gap was generated between the switch and the body due to the user's handling, and the charge-coupled device (ccd) and the electric circuit were damaged by the flooding from between them, and the image was no longer displayed.